Event description:
Microwave ablation of a left renal tumor. Neuwave microwave ablation system. 3 probes used. 15 guage, 15 cm xt probes. One probe tip broke off inside the tumor, leaving 2 broken pieces about 5 mm long each. This was discovered when the probes were removed from the patient.